Event description:
During the procedure, a cook instinct endoscopic hemoclip was used to treat a post polypectomy site in the colon. The user attempted to use the cook clipping device like a clipping device made by another company. The clip was attached to the tissue site. The physician stated the clip would not release from the deployment device onto the tissue site. The clip was pulled off the site. This caused no harm to tissue site. The clip was pulled off the site. This caused no harm to the pt and the procedure was completed with a clip made by another company. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. Twenty-nine (29) unused products were returned in sealed pouches from the lot number provided in the report. Regarding twenty-eight (28) unused devices. For each device - the device was returned in a sealed pouch. The foam tip protection was correctly in place. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. The clip was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore this device functioned as intended. Regarding one (1) unused device. The device was returned in a sealed pouch. The foam tip protector was correctly in place. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. During an attempt to deploy the clip, the drive wire detached from the handle spool. The proximal end of the drive wire was bowed indicating proper assembly. The drive wire was removed from the device, visually examined and determined that the drive wire was correctly manufactured. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire of the security of the drive wire to the handle. The instructions for use instructs to use to verify smooth handle operation and clip operation prior to use. Instructions for use states the permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscope maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.